Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00259 and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00260). The customer reported that the freedom driver exhibited a fault alarm while the patient was exchanging the onboard batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2016-00259 and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00260). The customer reported that the freedom driver exhibited a fault alarm while the patient was exchanging the onboard batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no abnormalities. Review of the alarm history (eeprom) revealed an alarm that likely resulted from the patient switching from this driver to his backup driver. Only permanent fault alarms are recorded in the alarm history. Intermittent and recoverable alarms, such as battery alarms, temperature alarms, or fault alarms that are resolved within their corresponding recovery duration, are not recorded in the eeprom. The driver was tested and met all test acceptance criteria, which included normotensive and hypertensive patient simulator settings, with no anomalies or unintended alarms. The driver was then tested for an additional 48 hours under normotensive patient simulator settings, and the driver performed as intended. An onboard battery discharge/recharge test using an onboard battery used by the patient at the time of the reported fault alarm (MFR report #3003761017-2016-00260) was conducted, and the freedom driver passed the test. The reported fault alarm was not functionally reproduced during testing. The freedom driver performed as intended, and there was no evidence of a device malfunction. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this compliant and is closing this file.